Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. An endoscopy support specialist (ess) went on site to the facility to observe staff member reprocess scope. No deviation from reprocessing manual was noted by the ess. The facility infectious disease department would like the device to be sent in for inspection and to have it checked for micro tears. However, the device is not returned yet. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device was tested twice for culture. The device tested positive the first time and negative the second. There is no reported patient harm associated with this event.

Manufacturer narrative:
Additional information was received for this event but not include in the initial MDR. This supplemental report is being submitted for that. The scope was sampled and cultured and failed the culture test. The microorganisms stenotrophomonas maltophilia were detected in the water that is squirted through the channel. There is a policy at the facility to culture all scopes on a monthly basis. The scope was last reprocessed on feb 21, 2021. The scope is not eto sterilized. There were no reported instances of patient infections; no patients were cultured.

Manufacturer narrative:
Additional information received from customer. This supplemental report is being submitted to provide this information. Reprocessing is done by the olympus accecide. Minimum effective concentration is checked at the start of every cycle. The aer being used to reprocess the endoscopes is olympus oer-pro. There are no issues with the aer. The endoscope channel is being brushed with a single use olympus bw-412t during manual cleaning. Pre-cleaning is being performed immediately after procedure. The endoscope is leak tested prior to manual cleaning with olympus mu-1. There has been no change in the facilities personnel since the last on-site visit by an olympus endoscopy support specialist. All personnel are trained on how to properly reprocess an endoscope. The endoscopes are stored in a scope cabinet.

Manufacturer narrative:
The device has been returned and an evaluation completed for it. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping. The last repair of the device was performed on jan 25, 2019. The reported event is positive culture, not a device defect. The device was not used for procedure after the event was found. No patient infection was reported. A culture test by third party laboratory was performed and confirmed the positive result. Air water channel had massilia haematophila. A visual inspection on the received condition and found stains and excessive tear marks inside of the biopsy channel. The biopsy channel was inspected with a borescope and brownish stains were located in the channel connecting tube, within the body control unit. The biopsy channel also has multiple tear marks, and scrapes along the channel wall. The tear marks begin around the distal end side of the biopsy channel. The borescope was also inserted into the suction channel and no issues were noted. Further findings include discolored bending section cover glue and lens adhesive. The bending section cover glue at the insertion tube side is open, and both sides have pinholes. Additionally, there are pinholes on the adhesive which surrounds the lenses at the distal end side. The scope has failed the leak test due to a slow leak from the biopsy channel. Insertion tube has discoloration. The device inspection result shows scraped marks and stain within the channel, and leakage from it. These may cause the event. The cause of the event cannot be conclusively determined. The device cultured positive for microorganism growth in the facility and third party lab. Scraped marks and stain were confirmed within the channel, and leakage from it. Therefore, the following may be cause of microorganism detection; 1) performance of cleaning, disinfection and sterilization lost due to defects of the device. 2) reprocessing method in the facility deviated from IFU recommendation. The instructions for use includes the following statements: reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.